Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer received a failed battery test. Customer's blood glucose level at the time was unknown. Unable to troubleshoot. Customer stated they would buy new batteries and see if the issue is resolved.